Manufacturer narrative:
(B)(4), date sent: 1/13/2026 d4: batch # 628d92. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived the anvil shroud separated from battery area. The breakaway washer was present, cut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. During the visual inspection, slightly damages were noted on the guide face. In addition, the washer and knife were noted to have slightly nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. No conclusion could be reached on what caused the handle shroud to separate noted during the visual inspection. The device was reloaded with staples; a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no non-specific noise were noted during the functional test. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 628d92, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details for " it could be fired to some extent"a high-pitched sound was here while firing, but the firing was completed without problems. Was the device in range? Yes, was the safety disengaged? Yes, did the device staple? Yes, if yes, was the staple line complete (fully circular)? Yes, did the device have staple line issues?no malforms, missing staples, no staples etc?no was the breakaway washer completely cut?yes were there two complete tissue donuts?yes was it a partial cut?no if so what was cut partially, washer or tissue?na if yes/no, was there any issue with the cut na did the device cut the tissue?yes was the device locked on tissue with the anvil closed?no if yes, what steps were taken to open the anvil?na if the anvil could not be opened, how was the device removed?na did the surgeon turn the rotation knob full revolutions as stated in the IFU?yes 1/2 - 3/4 for a codes 2 turns for b codes (note the reno china devices with a codes also come under this category) did the washer break completely? Yes, was there audible and tactile feedback from the washer break? Yes, was the firing stroke interrupted prior to full washer break? No was the device difficult to close? No was there adjusting knob issues? No did the anvil detach? No did the indicator come into the orange range?yes were there excessive tissue between the anvil and the deck? Unk did the surgeon wait the 15 seconds to fire the device? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, there was an unexpected sound during firing, higher sound than usual. It could be fired to some extent, and the leak test was negative. The procedure was completed as it was. There were no adverse consequences to the patient. No further information is available.